Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine check-up, this right ventricular (rv) lead was found to have triggered an alert, for high out of range pace impedances. Pace impedance measured greater than 2000 ohms. It was suspected that there was a break in the conductor. During a normal pacemaker change out, the rv lead was abandoned surgically and replaced. No additional adverse patient effects were reported.